Event description:
The hcp reported the device had been replaced due to an occlusion, it was "coiled into the abdominal pocket." The drug used in the pump was baclofen ( 500 mcg), at a daily dose of 115 mg. The patient has recovered without sequela. Additional information has been requested from the physician.

Manufacturer narrative:
Results of final device analysis were not complete at the time of this report. A follow-up report will be sent when product evaluation has been completed.